Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to jammed motor gear. Analysis was unable to perform displacement test due to motor anomaly. The insulin pump was received with cracked case at display window corners and reservoir tube lip and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.